Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was reported as red, raw spots. The patient saw her doctor and was prescribed a cream (unknown type.) Follow up was completed and the skin irritation was unchanged. The patient continues to wear the lifevest.